Manufacturer narrative:
G4: 21jan2020. B4: (B)(6) 2020. The field service engineer (fse) evaluated the ventilator and confirmed that the right wheel was bent and the base assembly required replacement. The fse replaced the locking caster and the base assembly and the problem was resolved. Additional information was received that there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17dec2019.

Event description:
The customer reported caster failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.